Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose level of 99 mg/dl. During troubleshooting with tandem technical support it was found that the basal rate was set incorrectly. Tandem technical support guided the customer through adjusting the pump basal rate. Customer ate candy to address blood glucose levels.